Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for routine follow-up. The pulse generator exhibited noise resulted with automatic mode switch. The physician decided that the patient would continue to be monitored.